Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode and the chloride electrode on a cobas 8000 ise module. The initial values were reported outside of the laboratory and the sample was repeated due to the results being low and a failed laboratory delta check. The sample was repeated and the repeat results were deemed correct. The sample initially resulted in a sodium value of 108.1 mmol/l and it repeated as 132.9 mmol/l. The sample initially resulted in a chloride value of 83.0 mmol/l and it repeated as 101.9 mmol/l.

Manufacturer narrative:
The sodium and chloride electrode lot numbers and expiration dates were requested, but not provided. A review of the alarm trace showed abnormal aspiration, sample clot detection, and sample short alarms. These are indicators of possible poor sample quality. The field service engineer determined there was an issue with the vacuum nozzle. The sipper probe and vacuum nozzle were replaced. Precision studies were performed. The investigation determined the service actions resolved the issue.